Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited episodes of over sensed noise, which resulted in pacing inhibition. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
B5 should include that the patient experienced an arrhythmia and h6 should include "arrhythmia" as the clinical code.

Event description:
It was reported that the patient experienced a paused arrhythmia. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) exhibited episodes of over sensed noise, which resulted in pacing inhibition. No intervention was performed. The patient condition was unknown.